Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for high blood glucose levels. The blood glucose levels were not reported. It was also stated that, the customer later experienced low blood glucose levels of 50 mg/dl. Nothing further was reported.